Event description:
A ventilator was returned to a third-party service center for a service request due to return after repair (rar) error, maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a "ventilator inoperative " and "ventilator service required" error codes were discovered in the device's event log. The sensor board is reported to be defective due to urgent service errors. The technician recommended replacing the device's sensor board to address the issue of err_nvdata_readback_failure ventilator inoperative error. Since calibration doesn't fix the issue of the err_obm_accy_urgent_service "ventilator service required" error, the technician recommended replacing the device's oxygen blending module board to address the issue. No repair was performed. The device was returned unrepaired as per customer request. Additionally, the pollen filter was replaced due to preventive maintenance.